Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 15-jun-2026, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-8750-03 t15 hexalobe, cannulated, iso, ao driver shaft had the tip break during insertion of the 5.0 mm screw. It was reported that levering occurred, which caused deformation of the guidewire, possibly weaking the distal end of the driver, which is cannulated. The fractured tip remained inside the screw, already implanted in the patient and could not be removed. Additional attempts were made to retrieve the fragment but were unsuccessful resulting in a prolongation of the surgical time by approximately 15 and the administration of additional anesthesia. Additional information provided 17-jun-2026: it was further reported this occurred during a left ankle brostrom procedure + left calcaneal osteotomy + left 5th metatarsal fracture procedure. It was stated as the wire was bent, its direction was incorrect. Due to the physical force applied to the driver during screw insertion into the bone, the wire leveraged the tip of the driver, causing it to break.